Manufacturer narrative:
Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7070409.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to high impedance on leads. The patient is doing great post operatively, with good coverage. The explanted device will not be returned as it was disposed per facility policy.